Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "patient stated that he has been experiencing squeaking and constant pain on his left hip. He said that the squeaking has been getting louder and more frequently since approximately 2007."